Event description:
Per the information provided to co by the surgery center, the device was removed due to "erosion through scrotal tissue and pain". As reported to co, the entire device was removed and not replaced.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on 2/10/94 and removed on 10/14/96 due to "erosion through scrotal tissue," and because it was "painful." Requests have been made for additional information surrounding the incident; however, to date the requested information has not been received. Wihtout the requested information, qa is precluded from commenting on the events surrounding the incident. Should additional information be received, qa will re-evaluate this complaint in accordance with procedures. Because qa's examination of the returned components can neither confirm nor disprove the report of infection or pain, qa did not perform a microscopic examination. Based on the physician's observations qa accepts the reports of infection and pain as the reasons for surgical intervention. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on the knowledge, qa concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device.